Event description:
The physician intended to implant a 3.0 mm diameter x 30 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the rcx pla1. The target lesion exhibited severe in-stent restenosis, excessive tortuosity and severe calcification. The lesion was pre-dilated once at 20 atm's. The stent could not cross the lesion and the device was removed. The target lesion was treated using another endeavor resolute stent of the same size. The patient was reported to be well post procedure and no clinical sequelae were reported. The device was returned to the manufacturing facility and damage was noted to the stent on inspection. Evaluation summary: the device was returned to the manufacturing facility for evaluation. Device evaluation confirmed raised and deformed 9th and 10th proximal stent segments. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
Procedural images were provided for review. The images show that the patient had undergone previous CABG surgery. The cag images show the presence of a previously deployed stent in the proximal rca. The stent was shown to exhibit in-stent restenosis (isr). The take-off into the rca appeared tortuous and additional tortuosity was present in the vessel at the distal end of the previously deployed stent. The isr showed a high degree of calcification. There were no images provided showing the lesion pre-dilatation or the attempted delivery of the 3.0 x 30mm endeavor resolute stent. Images showed the successful delivery and deployment of what appeared to be a 30mm stent. It is not known of the vessel was further pre-dilated or if further interventions were completed prior to the successful delivery and treatment of the isr with the subsequent 30mm device.

Manufacturer narrative:
(B)(4) patient's condition affected effectiveness of device (in-stent restenosis lesion with severe calcification and excessive tortuosity), failure to follow instructions (stent not visually inspected prior to use), inherent risk of procedure (stent damage, failure to deliver the stent), device failure/lack of effectiveness related to patient condition (in-stent restenosis lesion with severe calcification and excessive tortuosity). (B)(4).